Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 14sep2023, it was stated that the condition of the device still needed to be confirmed by an fse. In a good faith effort (gfe) response from the fse received on 21sep2023, it was confirmed that the replacement gas delivery system (gds) had been ordered and the customer was waiting on the parts. In another gfe response from the fse received on 06oct2023, it was confirmed that the repair of the device was still awaiting the back ordered gds. The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gds aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: on 18oct2023, the field service engineer (fse) confirmed that the flow sensor assembly was replaced to resolve the device issue. The device was confirmed to be returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an "oxygen plant failure." The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that they observed the oxygen failure message displayed on the monitor. The fse informed the customer that the suggested replacement part is the gas delivery system (gds). This investigation is ongoing.